Event description:
It was reported to boston scientific corporation by a female pt that, the catheter for vaxcel with pasv mini port implanted for therapeutic purposes in 2006 had "fractured and vaxcel port [had malfunctioned], kinked." In 2007, follow up information revealed that the fracture had been noticed under fluoroscopy, that the catheter did not migrate and the physician "does not believe it is a complete separation." The device was removed a week later and the procedure was completed with another pasv port. The pt reported to bsc, no complications related to this event.

Manufacturer narrative:
This device will not be returned to the manufacturer as it was disposed. Since no lot/batch number was provided, a ship history report was generated in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The three lots obtained through the shr were: 1114768, 1117818 and 1122767; no anomalies were noted. A similar complaint trend report was generated and no complaints were reported for any of the three lot numbers attained.